Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's attorney alleged that the customer, a diabetic, was correctly using the insulin pump and infusion set when, on (B)(6) 2008, she, without warning, failed to receive the correct dose of insulin to manage her diabetic condition, suffered a hypoglycemic attack, passed out, collapsed and fell, suffering broken bones, bruises, and contusions requiring surgery and hospitalization.